Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the unexpected restart error test. Pump passed off no power test. Pump received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was broken. Customer does not know how damage occurred. Customer's blood glucose was 57 mg/dl due to not eating enough. Customer attempted to treat low blood glucose, and then experienced high blood glucose of 400 mg/dl. Customer was advised that insulin pump would need to be replaced.